Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis revealed no anomalies. Functional testing was run ten times and all tests passed. Conclusion: could not reproduce the failures seen during repair of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming testing, one failure was rerun and the device passed so intermittent operation was noted. One failure was rerun and the device failed and it was noted that the main printed circuit board was out of specification electrically. Analysis also noted that the upper and lower cases and one side bail cover were broken. (B)(4).